Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual inspection of the device case and header revealed no anomalies. Engineers were unable to establish telemetry; thus, a memory download could not be performed. The device case was opened, and visual inspection revealed no irregularities. Testing found the battery voltage was too low to support device functions. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies. Therefore, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that the battery of this pacemaker appeared to have depleted prematurely, resulting in pacing inhibition. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the battery of this pacemaker appeared to have depleted prematurely, resulting in pacing inhibition. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.